Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with approximately 300 units of insulin. There was no reported impact to the customer¿s blood glucose. Reportedly, a the cartridge was reloaded successfully and insulin delivery was resumed.